Event description:
Facility reports a serious injury event that occurred during the pt's scheduled dialysis treatment. Completed medwatch 3500 rec'd 9/9/97. At approx 1 1/2 hrs into the treatment, the pt rec'd some IV medications via the piggyback line of the venous chamber on the bloodline. Immediately after admin, the pt complained of being cold, diaphoretic, nausea and abdominal cramps. The treatment was terminated, all blood was returned to the pt. The pt's bp pre treatment was 173/93 and post event 160/93. The dialysate from the "to" and "from" dialysate ports was tested for the presence of renalin, both tested positive. The "to" port was more positive than the "from" port. The pt was sent to the hosp for eval and observation and was discharged the same day. The pt has experienced no further ill effects.